Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that the patient being ill and in the hospital was not related to medtronic device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that she was ill on (B)(6) 2019 after procedure because of the anesthesia. Patient also mentioned she had shut off her device on (B)(6) 2019 and turned it on this morning (B)(6) 2019. Patient mentioned she was at the hospital right now. No further complications were noted or anticipated